Event description:
Complainant alleged that the clinicians were monitoring a patient, who was in respiratory distress, but during the monitoring of the patient, the screen displayed dash lines. The clinician then obtained another device and continued patient monitoring. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.